Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4). Returned pump analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen 2,000 mcg/ml at 1,245.5 mcg/day via an implantable infusion pump. The indication for use (IFU) was listed as cerebral palsy and intractable spasticity. It was reported that the patient went to the emergency room (ER) for severe withdrawal symptoms. The patient was alert, but not herself. The patient experienced a fever, itching, rash, and spasms. The pump was interrogated and a pump stopped message was given. It was noted that no testing was needed, the pump stopped. Per logs a motor stall occurred on (B)(6) 2015 at 06:29, followed by a stopped pump period may exceed tube set message forty-eight hours later. The pump was replaced on (B)(6) 2015. The issue was reported to have resolved at the time of report. The patient¿s status at the time of report was alive ¿ no injury. The pump was last filled on (B)(6) 2015. No problems were observed with the catheter. The patient was also taking oral baclofen, which was reported to have really helped. Additional information received from a company representative reported they could not comment on the patient¿s status, except that the patient was somnolent, sometimes awake. At no point was the patient verbal, but the company representative did not know the patient and could not report say the patient¿s baseline behavior is.